Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent a bone grafting of the tibial shaft. The surgeon reamed the femur with the ria2 bone harvesting kit. The surgeon used the reamer head of 11 mm while the narrowest part of the bone was just under 10 mm. After advancing the reamer head to the distal femoral epiphysis, the surgeon immediately stopped all reaming, aspiration, and irrigation because the ria2 was working abnormally when pulling back. Checking the ria2, the driveshaft was broken by being wedged inside the tube assembly. Although sufficient bone was not harvested, all instruments were removed from the body and the wound was closed after the surgeon determined that the procedure would be difficult to continue due to the instrument breakage. The surgery was completed successfully with no surgical delay. Patient was listed as stable. This report is for one ria 2 bone harvesting kit l520. This is report 1 of 1 for (B)(4).